Event description:
The pt's family member called to report that they used the suspect device to check the pt's blood glucose and obtained a result of hi. Family member gave pt 40 units of insulin and one hr later the pt had hypoglycemic symptoms. The pt's family member retest with the suspect device and obtained a result of 415mg/dl. The pt's family member took pt to the hosp and pt's blood glucose was 39mg/dl on a hosp meter. Pt was treated for hypoglycemia with an IV and given food. The suspect device was replaced with new product and authorized for return to the MFR for eval. Glucose control solutions were not in use on the suspect device.